Event description:
It was reported that a flo-gard infusion pump did not present an upstream occlusion alarm when the primary administration set was inadvertently clamped. This occurred during infusion of remicade. The reporter stated that the rate of infusion was set at 20ml/hr for 15 minutes, then 40ml/hr for 15 minutes, then 80ml/hr for 15 minutes, and then 150ml/hr for 30 minutes. During the 150ml/hr infusion, the customer noticed that the pump was not infusing, and was not presenting an upstream occlusion alarm. The reporter stated that the tubing was rethreaded, and they were able to continue with the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.